Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have the blade broken at the base. A piece measuring approximately 0.076" x 0.532" in size was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted hartmann¿s procedure, the jaw of the harmonic ace instrument broke off inside patient. The broken piece was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was properly inspected before use, with no damage or abnormalities observed. During the surgical procedure while the surgeon was performing dissection, a fragment from the instrument fell inside the patient. The surgeon attributed the breakage to possible heat intolerance. There were no prior functional issues noted, and the instrument did not collide with other instruments or hard materials. The fragment was retrieved by the surgeon using the opposite robotic arm. All fragments were confirmed retrieved via visual inspection. No additional surgical procedures or post-operative tests were required. The surgery was completed robotically with no patient injury or post-surgical complications reported.